Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient got a guardian life alert necklace" and feels that when he wears the life alert device he feels an increase in stimulation and a heightened sensation of euphoria caused by that, patient further stated that he thinks the life alert device was coupling voltage onto his ins (patient noted where he keeps his ins voltage at to subdue tremor). The patient programmer was taken away by the doctor because patient had made adjustments in past when he wasn't supposed to. It was reviewed for the patient to keep life alert device at least 6 inches away from ins. Patient indicated that he had taken the life alert device off and was going to wear it in his pocket from now on. Patient mentioned that he wasn't experiencing any issues now that life alert device was away from his device.